Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not receiving power. A field service engineer (fse) found that the power source (120v ac) and cable was functional. The fse restored operation by installing a power supply taken from a backup unit with customer approval. A replacement power supply was ordered, and the fse isolated the fault to the main power supply unit, removed the defective component, and installed the new power supply. Fse verified the input and output voltages, all load tests passed, and confirmed system operated within normal parameters. Customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device won't turn on. However, there were no delays or adverse events or injuries reported based on this event.